Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp on 21-nov-2022 the customer alleged for failed battery test, unresponsive keypad, loose reservoir, no delivery alarms, and prime/fill anomaly.the test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, retainer knit line damage identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no unexpected battery errors. In further full review found no delivery alarms in the pump history on or near event date. Pump passed self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and displacement test. No prime fill anomaly noted during testing. No prime/fill alarms noted in the pump memory. No unexpected failed battery test during testing or in the pump history. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. Customer alleged for failed battery test was not confirmed. Reservoir unable to lock into place not confirmed. Unresponsive keypad not confirmed. No delivery/insulin flow blocked alarm not confirmed. Prime/fill anomaly not confirmed. Exposure to moisture confirmed. Retainer ring damage confirmed. Pump passed require testing. No motor error alarm noted. Motor passed motor test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump rejected the new battery, the reservoir was loose, and had an unexplained alarm, infusion shoots insulin during priming, and non-responsive buttons. Troubleshooting could not be performed. No harm requiring medical intervention was reported. The customer will continue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.